Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer had cosmetic damage on the insulin pump. Customer stated that there was a scratch on the lcd screen. Customer reported that she was unable to check screen menus properly. Customer was advised that the insulin pump will need to be replaced. No additional information provided.